Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), out of range left ventricular (lv) lead impedances of greater than 2,000 ohms were observed with a non-boston scientific lv lead. The physician attempted to remove the lv lead from the header, and checked the lead through a pacing system analyzer (psa), which revealed impedances of 1,800 ohms. The lead was then reinserted into this device. After retracting the setscrew and attempting to advance the connector pin past the setscrew, the physician reported that the setscrew was "cross-threading or not threading correctly." The physician therefore requested another device. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. This lvtip setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing.